Event description:
The patient felt pain during regular daily activities and movements. Precisely, she tried to stand-up from the chair and pain in leg where stem was implanted occurred. She was not aware of exact indications of the event in that moment. After several days pain became increased and she informed the hospital. Further analyses showed that implanted stem cracked in distal region.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Examination of the returned patient x-rays by depuy international finds the patients bone to be very fragile; possibly contributing to the fracture. It was seen the stem had been implanted in an unstable bone environment and the stability of the stem has been reached only distally (blocking varus); leading to the fatigue fracture. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.